Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k033913. Device history record review: review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report for the involved product code/lot# combination from other facilities. 1. Inspection of the actual sample: 1.1. Visual inspection of the actual sample: the actual product had been cut at approximately 1101 mm from the distal end. Distal portion measured approximately 1101 mm and the proximal portion measured approximately 193 mm. Since the total length of a current product is 1300 mm, it was estimated that there was another portion of approximately 6 mm, which had been between the above-mentioned two portions. 1.2, magnifying inspection of the actual sample: the cut end of both portions had been compressed with stainless-steel reinforcement cut off and exposed. The cut surface of both portions had been compressed in an oval shape and the inner layer had been cut off. No anomaly such as a crush or kink was observed in the part other than the cut-off area. 1.3. Dimensions of actual sample: the outer diameter (near the cut-off area) was within the factory's specifications and no anomaly was found. The inner diameter at the distal end was within the factory's specifications and no anomaly was found. Past simulation test: a factory-retained progreat was inserted into a factory-retained angiographic catheter (glidecath, with a stopcock), and the stopcock of the glidecath was closed by approx. 90 °. After closing the stopcock, the progreat was withdrawn from the glidecath. Magnifying inspection of the progreat found that it had been cut off at two points where the stopcock had been manipulated. The intermediate portion was approximately 6 mm in length. In addition, the end of both distal and proximal portions was compressed with the stainless-steel coil reinforcement cut off and exposed. The cut surface was compressed into an oval shape and the inner layer was cut off. This state was similar to that of the actual sample. Cause of occurrence/conclusion: from the investigation results, it was likely that the stopcock was manipulated while the actual sample was inside the concurrently used device, therefore the actual sample was sandwiched in the stopcock and cut off. Relevent IFU reference: "if the guiding catheter is fitted with a stopcock,do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that it was very difficult for them to remove the guide and when they went to insert a coil they could not. They took out the microcatheter and saw that it was broken. Microcatheter broke at proximal end so inside the guiding catheter. The ruptured piece was in the guide catheter but there was a broken part in the patient. It was extracted by removing the guide catheter together the coil guide. The device was replaced by another progreat 2.7. The patient was eventually treated as intended. There was no harm to the patient.